Event description:
Reason for check: fall. Cannot confirm ventricular lead capture on magnet egm possible atrial lead oversensing on stored egms leading to inappropriate event detection. 3 atrial high rate episodes most recent (B)(6) 2022 p waves measure less than 0. 7 to 2.8 mv/ programmed atrial sensitivity 0.25mv. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).